Event description:
It was reported that, during a procedure, when drilling the blade part of the acufex retrograde drill was dislocated unable to be retracted back to the window. A grasper was used to force the blade to retract into its original slot and was removed from the patient. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference:(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the blade is deformed and not in the correct position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force during use, failure to retract the guidewire far enough back before attempting to deploy the blade, using the reverse function while drilling, attempting to deploy the blade while still inside the bone tunnel, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The actuator bar is no longer connected to the grey slider, the shaft is bent and the retrograde bit is jammed in place but deformed. The antegrade bit is also deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force during use, failure to retract the guidewire far enough back before attempting to deploy the blade, using the reverse function while drilling, attempting to deploy the blade while still inside the bone tunnel, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.